Event description:
Complainant alleges "we are experiencing chunks of the head of the mallet breaking off and landing on the surgical field and in the surgical wound. The edges of the mallet head are compressing and rolling curls of metal that break off in chunks. All pieces that came off were located and did not get lost in the patient."

Manufacturer narrative:
The device was not returned for evaluation, however pictures and additional information were provided. The root cause of the compression of the mallet is normal wear and tear, along with lack of maintenance on the mallet head. Maintenance instructions were provided to the customer, to include polishing and smoothing of the device to ensure that the surfaces and edges do not get progressively sharper over time. This should be considered the final report. If any additional relevant information is identified it will be submitted in a supplemental report.